Manufacturer narrative:
The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed last 2012. According to the complainant, the physician encountered post-operation complication of hydrothermablation resulting to post ablation tubal sterilization syndrome (patss). An additional attempt has been made to obtain follow up event details with no response from the clinician.